Event description:
This procedure was performed in another country: as the physician tried to pull back the sheath of the delivery catheter, the stent was already open at the tip, and the catheter couldn't be pulled back. The physician tried again on a different stent and the same thing happened. The physician then used a third stent and it was delivered successfully. The pt condition is reported as no injury. However, first stent remained in place deformed and pta procedure aborted leaving artery occluded.

Manufacturer narrative:
Please reference MDR 2183870-2007-00100.